Event description:
The customer reported an unknown failure of the patient's tube occurred sometime in january. The tube had been in use for eighteen days when it failed. A non-routine replacement of the tube was required.